Manufacturer narrative:
A pacemaker was received in backup operation due to low battery fluctuation from exposure to cold temperatures. The pacemaker had reached elective replacement indicator from normal battery depletion before the patient died, then reached end of life prior to explant. When the battery was replaced, the pacemaker exhibited normal device characteristics no anomalies were noted. The reported event of patient death from unknown cause was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05702; 2017865-2019-05704. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.